Event description:
Per provider, there is a crack near the top close to the headrest attachment holes.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 9615350-2013-00011, indicting the manufacturer as motion concepts, for the pbr18 back support on an unknown wheelchair, when the correct manufacturer is invacare cleveland street. The reported FDA registration number was (B)(4) and should be (B)(4).